Event description:
Reporter alleged obtaining a result of 30 mmol/l on the mobile system compared back to back with a result of 8 mmol/l on an unknown compact plus system when testing was performed within 10 minutes. Reporter also alleged, that at a separate time, he obtained a result of 27 mmol/l on the mobile system compared back to back with a result of 7.4 mmol/l on an unknown compact plus system when testing was performed within 10 minutes. Reporter also alleged, that at a separate time, he obtained a result over 20 mmol/l on the mobile system compared back to back with a result of 7-8 mmol/l on an unknown compact plus system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in norway. Other text: will not be returned to manufacturer.